Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #10 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. Immediate extraction site was involved in the event. The clinician states that the implant was mobile at the time of restoration. The clinician reports the implant did not osseointegrate and bone loss noted. The implant was prematurely loaded with a provisional prosthesis on (B)(6) 2012. The implant was removed on (B)(6) 2012 due to mobility. Medical history: no significant findings.